Manufacturer narrative:
(B)(4). Concomitant medical products: 148291 - bmt splined knee stm v2 16x40 ¿ 999910, 141355 - rgx 3 peg ser a patella 28mm ¿ 528570, 148301 - bmt splined knee stm v2 11x80 ¿ 739010, 183808 - vngd ssk psc tib brg sm 18x59 ¿ 546740, 185536 - vg 360 oti tib slv sm half b ¿ 602200, cp116182 - ti p aug 57.5 rt 360 fmrl ¿ 117060, 185212 - bmt 360 7.5mm offset adapter - 947060, cp116184 - cus ti por 59 360 tib tray - 117070. No devices were received; therefore the condition of the components is unknown. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined; however, it was confirmed a screw for the offset adapter contains nickel. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02013, 0001825034 - 2019 - 02014, 0001825034 - 2019 - 02015, 0001825034 - 2019 - 02016, 0001825034 - 2019 - 02017, 0001825034 - 2019 - 02018, 0001825034 - 2019 - 02019.

Event description:
It was reported that the patient began experiencing pain, burning, and difficulty ambulating approximately 3 years after knee revision surgery.